Manufacturer narrative:
The complaint of a hole in the tubing was confirmed and the cause appeared to be manufacturing related. One 20g insyte autoguard bc IV catheter was provided for investigation. A functional test revealed a leak from within the tip of the adapter. After removing the catheter adapter, a pinhole was found in the catheter tubing near the leading edge of the wedge. The appropriate manufacturing personnel were notified of this complaint. Complaints will continue to be tracked and trended.

Event description:
It was reported that bd insyte autog bc had a hole in the catheter. The following information was provided by the initial reporter: a hole in the catheter tubing was detected near the nose of the catheter adapter.